Event description:
The patient reported that for the past 1.5 weeks, the infusion device often displays e4 (occlusion) error. She stated that sometimes the e4 is displayed too late or not at all. She experienced elevated blood glucose of up to 21.3 mmol/l (383 mg/dl) as a result. She stated that on (B) (6) 2010, his blood glucose was elevated to 18.6 mmol/l (335 mg/dl). She stated that no error messages were displayed during the night and when she attempted to bolus for elevated blood glucose e4 was displayed. His normal blood glucose range is 5-6.5 mmol/l (90-117 mg/dl). No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.